Manufacturer narrative:
Additional information: h7, h9 this report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the single use ligating device hook was stuck inside the channel of spring-loaded pipe wrench and could not be removed. The issue occurred during therapeutic tumor resection procedure that was completed with a similar device with delay. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.